Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was hard to conclude. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was duplicated during laboratory eval. The product surveillance technician (pst) rotated the occlusion knob clockwise and counterclockwise, and observed the occlusion knob to be harder to rotate compared to occlusion knob on lab-use only (luo) pump occlusion knob. The pst also observed absence of apg2 lubricant on inner threads of occlusion knob. Exterior inspection revealed no signs of abuse or damage. The device will be sent to service to be brought to MFR's specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.